Event description:
Information received indicates product inspection prior to use found the blade/tip assembly incomplete (the matching tip component was reported as missing from the set), but the device was not replaced. The blade was used alone to create the ventriculotomy without the tip component attached. In order to remove the resulting circular myocardial tissue plug without the matching ti, the surgeon attempted to use suture onlt to pull the myocardial plug out of the left ventricle. A piece of myocardium was then noted to enter the lv. The detached piece of tissue was intra-operatively retrieved and the case was completed with no adverse pt effect.